Event description:
It was reported that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2014. Access was obtained at the common femoral with a 6f sheath. The vessel size was noted to be > 7 mm. Following the procedure, the technician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the device was inserted through a starclose clip. During the device deployment, the sheath was pulled back and the sealant was advanced. The device was then unable to be removed. The vascular surgeon had to operate on the patient to remove the starclose clip and the device. The physician attributed the patient's hospitalization to the mynx product. The patient's date of discharge was not reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the procedural information provided and the investigation performed, the root cause of the difficulty removing the device could have been the balloon getting caught on another manufacturer's clip (starclose). It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery.

Manufacturer narrative:
The review of the lhr (lot f1405501) indicated that the device lot met all established performance criteria prior to shipment. MDR # 3004939290-2014-00066 is the same event as (B)(4).

Event description:
On 07/07/2014, the following information was reported to aci via user facility medwatch report # (B)(4): "post cath, the physician injected contrast and took an image of the femoral artery. It was determined that the allied health provider would put a mynxgrip 6f in the artery post cath. They first took a 20cc balloon and pulled back first on the venous sheath and then the arterial sheath (to make sure there were no clots in the sheath). They prepped the mynx by putting approximately 4cc heparinized saline in the syringe that comes in the mynx kit and connecting it to the mynx. They then first pulled back on the syringe to prep the balloon and then injected the saline into the balloon; then did all of this a second time. Then inserted the mynx wire into the arterial sheath, blew up the mynx balloon. They pulled back on the mynx, then opened up the sheath valve and made sure there was blood return, then pulled back on the sheath, when they did this a small part of the plug part of the mynx came out of the skin; then tamped down the plug with the white tube of the mynx, but the plug would not go down and more of the plug came out. Pressure was held while deflating the balloon and flushed the dilator of the sheath, got the short j-wire ready and sterile scissors ready. The 6f sheath was removed from the mynx system, flushed and the plug delivery system removed. Mynx wire still in the artery, 6f sheath was advanced on the mynx wire; it would not advance through right femoral artery due to resistance. It was removed with 5f dilator, was flushed and advanced over mynx wire, it would not advance due to resistance. Decision was made to pull mynx wire out and hold manual pressure. Wire would not come out." Original intended procedure: right and left cardiac catheterization. On 07/10/2014, the aci representative reported that it was noted that there was an arterial sheath in the right femoral artery and a venous sheath in the right femoral vein. At the point where the mynx was stuck in the starclose clip during the deployment process, 20 minutes of manual pressure was applied to the site to prevent hematoma formation. The vascular surgeon then took over the patient's care and surgically removed the starclose clip as well as the mynx device. The venous sheath was sutured in place and then removed at another time.